Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. On (B)(6) 2020, the area itched and was irritated, red, dry, swollen, inflamed, with bumps in the shape of the sensor patch. After removing the sensor, the marks remained for at least three weeks. Medical intervention at the hospital was documented; however, no specifics were provided concerning medical intervention. No additional patient or event information is available.